Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced heart block post procedure. During an atrial fibrillation ablation procedure, a versacross access solution was selected for use. The procedure was completed without complication, stable throughout. After all devices were removed and the groin site was sutured, the patient was ready to be extubated by anesthesia and moved to the stretcher. The nurse noted that the patient was bradycardic in the 20s in heart block and hypotensive. It was attempted to externally pace but were unsuccessful. Anesthesia gave epinephrine, atropine, and bicarb and access was regained to place a pacing catheter in the right ventricle. A temporary external pacemaker was placed, and the patient was admitted to the cardiothoracic intensive care unit for monitoring. No issues with transseptal puncture or ablation noted. Act was therapeutic. The physician stated the patient had poor conduction prior to procedure as evidenced by wide qrs. The patient has been discharged.